Event description:
Cancellation report being submitted due to the investigation findings on 12-jan-2024 the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA 510k #k210476, device evaluation: the echo-hd-22-c device of lot number c1802566 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. It may be noted that a second echo-hd-22-c device of same lot c1802566 was returned sealed and unopened as unused stock. The device underwent a visual inspection. No issues were observed when visually inspecting the device within the sealed packaging. This file is related to pr (B)(4) (the end of the canule where the two-way adapter needs to be screwed on is not aligned). Clarification was recevived from the customer as below the damaged part of our device was the syringe. The connector of the syringe was slightly bent. They tried to handle the examination as usual. To q12: it was already bent inside the package. To q23: they realized the damage of the syringe while they were preparing the syringe at that time. To q24: they tried to use the syringe as usual. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1802566 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1802566. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is evidence to suggest that the customer did not follow the instructions for use as the customer noted the syringe damaged prior to use but proceeded to use it in the procedure. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU. It is known from the available information that the user used a damaged device on patient. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user noticed the connector of the syringe was slightly bent inside the package. User carried on to handle the examination as usual. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
"As per cc form": the end of the canule where the two way adapter needs to be screwed on is not aligned. Per questionnaire received on 29-sep-2023, answers suggest that damaged syringe was used on the patient. Additionally, clarification received on 04-oct-2023 also suggests the user error: ¿the damaged part of our device was the syringe. The connector of the syringe was slightly bent. They tried to handle the examination as usual. To q12: it was already bent inside the package. To q23: they realized the damage of the syringe while they were preparing the syringe at that time. To q24: they tried to use the syringe as usual. To q25: no issues with the needle. To q26: no issues with the needle. To q27: no issues with the needle¿. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence further information will be collected in between the weeks 1. Are images of the device or procedure available? N/a, yes, no. Stehen bilder vom instrument oder der prozedur zur verfügung? Ja nein n/a. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end falls die meldung einen knick oder verbiegen der nadel beinhaltet, wo befand sich dieses? Handgriff ende patienten ende n/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Gab es andere defekte, die vor der rücksendung sichtbar waren? Ja nein n/a. Please specify if yes. Bitte geben sie details an: bended 2way adapter for the syringe. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. Falls das instrument unterhalb des schleusenkatheters geknickt war, konnten dieser knick vor dem einführen in das endsokop entdeckt werden? Ja nein n/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no falls es sich um eine procore nadel handelt, wurde der schaden am biopsie fenster entdeckt? Ja nein n/a. If no, please specify where the damage is located: falls nicht, geben sie bitte an, wo sich der schaden befand! Syringe 6. Was gaining access to the target site difficult? N/a, yes, no war es schwierig zugang zur zielregion zu bekommen? Ja nein n/a. 7. Was the device used in a tortuous position? N/a, yes, no war das gerät in verdrehter position? Ja nein n/a. 8. Was puncture of the target site difficult? N/a, yes, no war es schwierig die ziel region zu punktieren? Ja nein n/a. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Bitte beschreiben sie die anatomische region der ziel region! Stomach. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Falls es die lunge betrifft, welcher lymph-knoten wurde anvisiert? N/a. 10. Please describe the size of the intended target site. Bitte beschreiben sie die grösse der ziel region! N/a. 11. If not with the device in question, how was the procedure performed and/or finished? Falls sie nicht mit dem betroffenen produkt die untersuchung weiter durchführen oder beenden konnten, womit wurde diese durchgeführt bzw. Beendet? N/a. 12. Was the device damaged in packaging prior to removal? N/a, yes, no war das produkt beschädigt, bevor es aus der verpackung entnommen wurde? Ja nein n/a. 13. Was the device damaged on removal from packaging? N/a, yes, no wurde das produkt wurde der entnahme aus der verpackung beschädigt? Ja nein n/a. 14. Was force required to remove the device? N/a, yes, no war gewalt notwendig, um das produkt zu entnehmen? Ja nein n/a. 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no benötigte der patient im anschluss weitere prozeduren aufgrund des vorfalls? Ja nein n/a. 16. What intervention (if any) was required? Wenn ja, welche? N/a. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day fand die weitergehende untersuchung während der gleichen prozedur (wie vorkommnis) statt oder wurde diese auf einen anderen tag gelegt? Gleiche prozedur anderer tag n/a. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no wurden irgendwelche anderen defekte am instrument beobachtet (knick, verbiegung, bruch)? Ja nein n/a. 19. If yes, please specify what was observed and where on the device it was observed. Wenn ja, bitte beschreiben sie was und wo sie diese beobachtet haben! N/a. 20. What is the scope manufacturer and model number that was used? Wie heisst der endoskop hersteller und die genutzte modellnummer? Olympus gastroscope. 21. Was resistance felt while inserting the device through the scope? N/a, yes, no spürten sie widerstand während des einführens in das gerät? Ja nein n/a. 22. Was the scope recently serviced / repaired? N/a, yes, no wurde das endoskop kürzlich inspiziert oder repariert? Ja nein n/a. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Wann wurde das problem bemerkt vorschub der schleuse vorschub der nadel rückzug der nadel. 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no wurde die spritze während der prozedur genutzt, nachdem das stylet entfernt wurde? Ja nein n/a. 25. Was difficulty experienced while retracting the needle? N/a, yes, no gab es schwierigkeiten beim zurückziehen der nadel? Ja nein n/a. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no war es möglich, die nadel komplett in die schleuse zu ziehen, bevor das instrument aus dem patienten entfernt haben? Ja nein n/a. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no war das endoskop in einer gedehnten oder verdrehten position zu irgendeinem zeitpunkt während der untersuchung? Ja nein n/a. 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no war das stylet teilweise zurückgezogen, als sie die nadel in die ziel region bewegten? Ja nein n/a. 29. How many samples were obtained (passes completed) with this needle? Wie viele proben konnten entnommen werden mit dieser nadel? N/a. 30. Did any section of the device detach inside the patient? N/a, yes, no hat sich irgendein teil des instruments im patienten gelöst? Ja nein n/a. If yes, please specify: falls ja, bitte nennen sie details n/a. 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no gab es schwierigkeiten, die schleuse (bzw. Die nadel) zu arretieren oder ein abrutschen während der nutzung ja nein n/a. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no gab es schwierigkeiten, das instrument am arbeitskanal zu befestigen oder zu lösen? Ja nein n/a. 33. When the needle-tip was advanced into the target site, was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no als die nadelspitze in das ziel areal geschoben wurde, musste die distale skop-position angepasst werden, um die nadel zu begradigen oder zu biegen? Ja nein n/a. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Hat die ebus nadel-spitze die knorpel spangen der trachea durchstochen? N/a.